Manufacturer narrative:
The device was received by olympus for evaluation. The user facility report was confirmed and results found a faulty board. The device was serviced with replacement parts and equipped with updated software and main switch. The unit passed functional testing and was returned to the user facility. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the video connectors are broken and cannot be connected, neither one of the two outputs are working. The reporter stated this occurred during preparation for use so no patient involvement. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information from the legal manufacturer regarding the final investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. As a result of the DHR review, there were no abnormality in manufacturing, concession, and variation. The legal manufacturer reported that the unit was delivered to the customer on january 24, 2020 . The lm reported that the most probable causes for the reported event are as follows: it is inferred that the device of the image processing substrate (dx substrate) was caused by an accidental failure due to an excessive force or an application of static electricity or the like to the sdi output terminal or its periphery, and a symptom in which an image is not output from the sdi occurred.